Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The incident occurred due to the use of an incompatible sling type with the maxi move lift. A loop sling was attached to a maxi move spreader bar designed exclusively for clip slings. According to the maxi move instructions for use (IFU, 001.25060.en), ¿maxi move must always be handled by a trained caregiver and in accordance with the instructions outlined in this manual.¿ IFU states also: ¿use arjo loop slings with the loop spreader bar.¿ ¿when attaching a loop sling to the loop spreader bar, always ensure that the sling attachment loops are installed correctly into the retaining hooks.¿ ¿caution: check that all the loops are securely attached before lifting.¿ no malfunction of the lift or sling (used as a system) was identified. The incident occurred due to the use of an incompatible sling type with the maxi move lift. However, since they were used together for patient transfer, they played a role in the incident. The complaint was deemed reportable due to the sling loop detachment, which led to the patient¿s fall and resulted in serious injuries.

Event description:
A staff member attached the loop sling to a maxi move lift equipped in the spreader bar designed to the clip slings. The loops at the shoulder area slid down towards the middle of the spreader bar and the resident fell from the sling onto the floor. The resident sustained a cervical spine fracture, a hematoma on the right eye, and a hematoma on the forehead. The injuries required medical evaluation and treatment.